Event description:
Related manufacture ref: 2184149-2024-00033. During an atrial fibrillation procedure, it was reported that two tactisys systems would not register contact force data when the ablation catheter was connected. A third tactsys unit was brought in from another facility and the procedure was completed with no other issues.

Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation. Evaluation testing was unsuccessful. Based on the information and investigation provided to abbott, the root cause was isolated to the cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The issue will continue to be monitored for trends and reviewed in qdr (quality data review).